Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a duodenal switch, while using the first device the needle would not load. The second device, the needle fell out of the device into the patient cavity, but it was retrieved. Or time was extended by 25-30 mins. There was no patient injury.